Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that within the last month, the patient started having a return of symptoms. The patient stated that unless they are right by the bathroom, they do not make it there in time. The patient stated that they increased stimulation and they were unable to feel it and were seeing the upper limit. Patient services had the patient try program 4 and they were unable to feel it after hitting the upper limit at 2.3. The patient did the same with program 1 and 2 and hit the upper limit and was still unable to feel stimulation. Patient services redirected the patient to their managing healthcare professional to discuss reprogramming. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer. It was reported that their stimulator battery stopped working. It has been 7 years since it have been implanted. The patient is going to see a urologist on (B)(6) 2020 for a consultation. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The cause of the battery to stop working was that it was in for seven years, and they checked all programs 1 to 4. No further device issue alleged / identified. No patient symptoms or complications were reported.